Event description:
It was reported by the patient's spouse that the monitor was not receiving power. The attempts to reset the monitor by unplugging and replugging in the power cord, and also using a different electrical outlet, were not successful. A new power cord was sent to the patient to try. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.